Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review found no non-conformances associated with this issue during production of lot 2505013. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or broken pieces were observed. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were identified. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It is reported broken plunger. Event description: 50 mls syringe plunger top broke/snapped whiles attempting to aspirate during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.